Manufacturer narrative:
The reported events of failure to capture and failure to sense were not confirmed. Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in hospital for dual chamber pacemaker implant procedure. The patient experienced intraoperative atrial fibrillation; capture and sensing could not be measured well on the atrial lead, the physician opted for a single chamber pacemaker instead to complete the procedure. The patient was recovering post procedure.